Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2014. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)